Event description:
Sorin group (B)(4) received a report that blood was seen in the water line from the heat exchanger at the end of the case. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the d905 eos oxygenator. The 501(k) number for the d905 eos oxygenator is k043323. The oxygenator is a component of the (B)(4) custom heart lung pack. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that blood was seen in the water line from the heat exchanger at the end of the case. There was no report of pt injury. The oxygenator has been returned to sorin group (B)(4) for eval. The investigation is in process. A f/u report will be filed when the investigation is complete.